Event description:
Interstitial implant with 9yn 3 template. Of the 39 15 gauge disposable interstitial needles with luerlock stylets sent to or, at the completion of the procedure 10 needles had broken tips and 2 needles had fractured stylets. 25 needles had been implanted of those a significant number had been compromised and one was found to be broken. 25 needles were removed from the pt 16 showed damage. Needle #10 was isolated revealing a 3.5 cm segment of catheter/stylet remaining in the pt, the broken segment was detached and displayed from the needle.